Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Returned sample evaluation: no photo, video or sample was received for evaluation. Related event conclusion: based on the manufacturing process review, interviews to the personnel of the line and the expertise of the triage team, the most probable cause of the problem was identified using 5 why¿s tool: method ¿ pick and place vacuum nips not standardized based on the process review carried out, if the vacuum nips of the pick and placed are not standardized, when the machine take a component it drops it misaligned and an off-center hole failure mode can occur. Based on the preliminary investigation carried out, the most probable cause of the problem was identified and confirmed during the process review carried out. A CAPA plan will be generated to deploy the implementation of the pick and place standardization action performed in the ats#2 to ats#1 line, which address the cause identified. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Device 3 of 7. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the opening of 7 wafers from 2 market unit was off-centered and thus wafers did not perform as expected. He experienced a decrease in wear time to 1-2 days from his normal wear time of 3-4 days. He stated that it was stressful to go through the products more rapidly due to decreased wear time than he normally would. He denied leakage of stool under the wafers. The product was used on patient. No photo is available at this time.